Event description:
It was reported the patient is deceased. It was reported that during leadless implantable pulse generator (ipg) implant there was a possibility that the atrial wall was scratched because the delivery system was also advanced toward the anterior wall direction when passing through the tricuspid valve as a result of difficult patient anatomy. On that one deployment, the entire device was pulled when tensioning the delivery system after half deployment the tine was disconnected. The delivery system was pulled to the right atrium and recapture was performed in the right atrium. The delivery system was repositioned within the ventricle about three times, but the catheter tip advanced into the apex and hinge site, so it was withdrawn for anatomical reasons. The leadless ipg was withdrawn from the patient. When leadless ipg sheath was removed, subclavian imaging was performed, and the sterile field was repositioned, the patient experienced cardiac arrest. Pericardial effusion, tamponade and bradycardia were noted cardiopulmonary resuscitation (CPR) was performed and medication was administered but the pulse did not return and the patient died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.